Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to reposition the device due to migration of the receiver stimulator and electrode array. During the procedure, the surgeon inadvertently damaged the electrode array. The implanted device remains.